Event description:
This case reported by a health care professional and concerns a female patient. The patient has a 20-year history of scleroderma. Other medical history noted in section b #7. Concomitant medications are noted in section c #10. In 2006, during an extracorporeal photopheresis (ecp) treatment with the 125cc centrifuge bowl, the instrument detected a leak in the bowl and halted the treatment. The patient lost about 250 mls of blood, after it was noted that the blood in the kit had clotted and could not be returned to the patient and also experienced tachycardia and was anxious. Monthly treatments were initiated in 2005, and have now been discontinued. The patient was admitted to the hospital for the ecp procedure, but hospitalization was prolonged due to acute onset anema. In 2006, pre-treatment hematocrit (hct) = 34%, post-treatment hct = 27.6%. Pretreatment hemoglobin (hgb) = 11.2 and post treatment hgb = 9.0. Platelet count = 225,000. The next month, hgb = 8.8. The patient was transfused with blood the same month, repeat hgb = 9.1 and hct = 28.2%, platelet count = 171,000. The ac (anticoagulant) ratio used was 12:1 of 10,000 units of heparin in 500mls of saline. The patient recovered and was discharged from the hospital. No uvadex drug was given as the event occurred in cycle 2. No further information is expected.

Manufacturer narrative:
If back pressure is applied to the bowl seal in excess of approximately 120 mmhg the bowl seal will lift and leak blood. There is a leak detector in the centrifuge that detected the leak and halted the treatment. The back pressure was caused by the clotting of the blood in the instrument, most likely due to the patient's medical condition affecting the anticoagulation regimen. Device was evaluated via digital photographs and field engineer description.